Event description:
Leaking saline filled breast implant, left side. Left breast implant placed post cancer treatment. Left breast implant was defective and leaking. Leaking saline filled left breast implant was removed and replaced.